Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer inserted a new infusion set last night went to take a bolus and got insulin flow blocked usually changes it out and it was fine this time she got the alarm again blood glucose was high, when she woke up took bolus and got the alarm again has changed out everything 6 times and still getting the alarm one of the sets were kinked today but the rest were fine did not keep all of them but has some thinks 4 sets. He insulin pump will not be returned for analysis.